Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that they experienced syncopal episodes and dizziness while stretching and leaning back. Device was interrogated and found that the right atrial (ra) lead was exhibiting rising thresholds.  All outputs were programmed accordingly to a margin safe for the thresholds ran at that time. The lead remains in use. No further patient complications have been reported as a result of this event.